Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses limited. The healthcare facility reports that the patient's visual acuity post-operatively is 6/9. The healthcare professional has advised rayner that the lens structurally looks "sound" and that the eye is "sound with no ocular issues." In correspondence with the rayner representative the healthcare professional stated that the patient was young with an active pupil and stipulated that perhaps this was attributable as the cause of the post-operative complications. The healthcare professional stated that the potential corrective action in this case is to explant the c-flex aspheric 970c iol and exchange it for another rayner iol. The information provided by the healthcare facility has been reviewed by rayner's optical expert and the retrieval of slit lamp photographs. Our review of production records for the c-flex aspheric 970c iol batch 031e21147 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. No other reports, of any nature, have been received against the c-flex aspheric 970c iol batch 03e21147.

Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility had reported an event that occurred during use of a c-flex aspheric 970c intraocular lens (iol). The healthcare facility reports "this patient had uncomplicated cataract surgery...the patient is very symptomatic with regards to glistening vision, particularly at night-time with blurred vision and poor quality of vision and reduced stereo acuity."